Manufacturer narrative:
(B)(4). Information unavailable.

Event description:
It was reported that during a low anterior resection procedure, it was reported by the surgeons: the circular was fired to create the anastamosis. The donuts were inspected and were good. The anastamosis was leak tested by air with no bubbles. The patient got ill five days post op after feeling a "pop" in the rectum. The patient presented with sepsis. The patient was returned to surgery where an anterior lateral defect was found in the anastamoses. The patient was diverted. The surgeon did not indicate that there were any further complications. Device was discarded.